Manufacturer narrative:
Patient age at time of event: 60 something. (B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. A visual and tactile analysis noticed a separation on the catheter. The separations were located at 11cm,16cm,43cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the product analysis completed on april 7, 2016. It was reported that the fetch®2 thrombectomy catheter being used in the right coronary artery (rca), kinked while inside the patient and the physician had to abort the aspiration portion of the procedure. A different device was used to complete the procedure. No patient complications were reported and the patient was okay. However, the returned product analysis revealed that the device fractured.